Event description:
Healthcare professional (hcp) reported injecting a patient with 2ml of juvéderm® volift¿ with lidocaine in the ¿c1 and c6¿ and 2ml of juvéderm¿ voluma¿ with lidocaine in the c2, jw4, and jw5. Approximately two months later, the patient ¿reported swelling in the injected area of injections which felt like lumps. The patient had no other symptoms other than feeling of lumps and felt as if something was stuck behind their lips in the mouth cavity.¿ the patient had a complete blood count and routine urine microscopy to rule out any active injections. The results revealed no abnormalities. The hcp additionally reported ¿no permanent damage but the erythema and edema is occurring on previously injected sites of fillers now, while the area of initial presentation of symptoms has resolved.¿ no treatment information was provided. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.